Event description:
A site reported that a pt who received electrophysiology (ep) treatment (catheter ablation) sustained a radiation burn in the upper arm and back, near the heart. The user stated that he was unaware that serious injury could occur as result of the radiation received from the exam, and stated that the system does not have an apparent message to inform the user that the pt has received a harmful level of radiation. The exam was performed with rdl auto exposure preference, "cardio rec30 fl30" protocol, 30fps normal detail for both fluoroscopy and record acquisitions. The total exam dose was 44.9 gy (25.7 from the frontal plane and 19.2 gy from the lateral plane). The total fluoro time was 316 min (159 min on frontal, 157 on lateral), record time was 1.5 min. Exam dose area product (dap) was (B)(4) cgycm2, fluoro dap was 501338cgyc,2. Record dap was (B)(4) cgycm2. It should be noted that these dose values are higher than the usual values for both standard and prolonged electrophysiology interventions. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.